Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported false positive results with the ID now covid-19 assay. Dates of testing, swab type, sample type, and use of viral transport media were not provided. Confirmation testing with pcr provided negative results. The patient tested positive for salmonella igm, dengue igg igm. No further patient information, including symptoms, treatment and outcome, was provided. Attempts to gain further information were unsuccessful. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.